Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen. The system operates as intended.

Event description:
The customer reported problems with the touch screen and the system locked up. No patient injury was reported.